Manufacturer narrative:
The complaint was reported because there was a blocked elevator channel. The product was returned and inspected. The product analysis could not confirm the user allegation, no clogged channels. Additionally, the following failures were found: - switch 1 cut- chips on switch /3. - the a-rubber glue was cracked. - air/water suply white residue both sides. One or more failure mode(s) identified has been previously investigated through the product technical investigation (pti) process and therefore does not require any further investigation. See coding table for the pti reference number associated with these failure modes. A service history review was not completed a labeling review was not conducted. A risk review was not performed for "[air/water suply white residue both sides (a180306 - residue after decontamination) g04069 - hose]" as this issue has already been trended and escalated under CAPA-201632. A complaint history review was not performed for "[air/water suply white residue both sides (a180306 - residue after decontamination) g04069 - hose]" as this issue has already been trended and escalated under CAPA-201632. A CAPA history review was performed for "[air/water suply white residue both sides (a180306 - residue after decontamination) g04069 - hose]". CAPA 201632 was identified to be related to this complaint. A risk review was performed, and no unanticipated failures or harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. The complaint could not confirm the user allegation, no clogged channels. The most probable cause of the complaint is d14 - no problem detected which is either it was not confirmed that there was a problem with the device. No further escalation is required.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that a air water supply has white residue was found. There was no patient involvement.